Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic left inguinal hernia repair with mesh placement. Six months later, the patient was seen for left flank pain. A computerized tomography was done revealing a 7 cm tubular structure in the lower pelvis. Patient had the retained foreign object surgically removed and it was found to be a piece or cartridge from a device used to tack the mesh in place during a laparoscopic hernia surgery. During root cause analysis, provider was able to pull off the cartridge without pressing the release button. There was a concern for possible product flaw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, on (B)(6) 2016. There any problems noted with the device during the surgery in (B)(6). Patient status is clinically stable.